Manufacturer narrative:
The device involved in the event was returned for evaluation. The customer report could not be confirmed as the implant coil was implanted in the patient and the pusher assembly was within specifications. (B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached when the physician was repositioning it. The physician was able to use the pushwire to push the coil into the aneurysm. No injury was reported with the patient as a result of the procedure.